Event description:
It was reported that during a percutaneous transluminal angioplasty(pta) procedure, a balloon rupture occurred. The 99% stenosed target lesion being treated was located in the moderately tortuous shunt within the patient's left forearm. During the 1st inflation at 10 atms, the 4.0 x 20/40 sterling over-the-wire balloon ruptured. The procedure was successfully completed with a 5.0x4.0cm pathblazer dilation catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event - 18 years or older. Device evaluated by manufacturer - the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).